Event description:
It was originally reported that the patient experienced a loss of therapeutic effect. The healthcare provider confirmed that the patient had a small scab formation. The patient showed no sign of infection. The patient's pain was down from 2 out of 10. It was later reported that the patient's device was reprogrammed and he was able to recharge successfully. It was noted that the patient was still having issues with his device. The patient's device was removed. Further information is being requested.